Manufacturer narrative:
Device analysis for the recharger found it damaged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was poor or no contact with the implantable neurostimulator (ins), most likely due to cord at the antenna being torn/broken. Normal usage led to this event. The hcp tried to troubleshoot but nothing could be done. The device was replaced. It was unknown when this occurred. The issue was not resolved at the time of this report. No symptoms reported. No surgical intervention occurred nor was planned. The patient was alive with no injury.